Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty occurred. The target lesion was located in the highly calcified left circumflex artery. A 3.00mm x 38mm promus premier¿ stent was advanced but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) returned for analysis. A visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were distorted and lifted upwards from the stent profile. Stent struts on the distal portion of the crimped stent were distorted and lifted upwards from the stent profile with the crimped stent stretched distally over the distal markerband. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).